Event description:
The plaintiff's atty alleged that the pt experienced acute respiratory failure after the use of the prod.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt.